Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump that the delivery stopped alarm. The customer's blood glucose level was unknown at the time of incident. The customer reported that they were bale to successfully clear the alarm but were unable to rewind the insulin pump. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with drive count or time values or changes incorrect for moving or coasting error during rewind due to gearbox jammed. Unable to perform any tests due to drive count or time values or changes incorrect for moving or coasting error.